Manufacturer narrative:
Sections d4, h4: the device lot number, expiration date, and manufacture date were inadvertently added to the initial report. The serial number was requested but not provided, and therefore no device information can be provided. Manufacturer's investigation conclusion: the reported event of the patient not being able to see the ventricular assist device (vad) parameters on the system controller as well as the reported event of the inability to put the controller into sleep mode was not confirmed. The heartmate ii system controller was not returned for analysis and there were no supporting documents, pictures, or log files that would indicate an issue with the system controller. The system controller was exchanged successfully to the backup controller due to the patient not being able to see the vad parameters as well as the patient not being able to put the controller into sleep mode. Multiple attempts were made to gather additional information about the reported event, however, no response to these questions were given. The root cause of the reported event could not be determined through this analysis. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean and inspect all equipment, including the system controller display. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ provides instructions on how to put a system controller into sleep mode. Heartmate ii patient handbook and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a patient on hospice care could not see the ventricular assist device (vad) parameters on the controller. Hospital staff exchanged the controller with success and there were no associated patient issues. When trying to put the exchanged controller to sleep it was noted that there was apparent damage to the screen, as it was a darker color than normal. The lower right side of the display also appeared to have damage. The hospital staff was unable to put the device to sleep, even after standard procedure was checked, and so they wrapped it and removed it from use. It was recommended that the patient be given another backup controller. The patient was stable throughout this process and a red heart and connect driveline alarm were reported. It was unknown if these alarms were associated with the controller exchange.